Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that reprocessing was being carried out using expired detergent or disinfectant. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the actual equipment was not sent, it's likely that the suggested event occurred for the user did not fully understand the expiration date of endo-quick. The user was not aware that endo-quick had expiration date and that the expiration date was written on the pack, and did not check the expiration date. Olympus confirmed that endo-quick stored at the user facility was purchased in (B)(6) 2020 and was expired product. Since the expiration date is written on the pack of endo-quick, the user can check the expiration date. Therefore, we judge that the event can be detected and prevented. Olympus will continue to monitor field performance for this device.